Event description:
The reporter stated the surgeon detected resistance while advancing an aa4203tl silicone plate toric lens and the lens suddenly ejected and tore the posterior capsule. The lens was removed without enlarging the incision and an anterior vitrectomy was performed. Another model lens was implanted and sutures were not needed to close the wound.

Manufacturer narrative:
H6. Evaluation results: visual inspection of the returned product showed that there was evidence of a clear surgical residue, however, there was no visible damage to the lens. Both sides of the optic and haptics were checked for sharp/rough edges. Edges were found to be acceptable. Conclusion - (no conclusion can be drawn): based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.